Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate antitachycardia pacing and high voltage therapy due to lead noise. The noise was reproduced in-clinic with isometrics. Lead dislodgement was noted. The lead was explanted and replaced.